Event description:
The affiliate reported the customer alleged elevated vitamin b12 result, above the reference interval, for one pt, involving unicel dxi 800 access immunoassay system. The customer obtained a result of greater than 8,800 ng/ml. Serial dilutions performed on the pt's sample produced results >8,800 ng/ml. The elevated result was released out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event. The customer suspected possible substance interference.

Manufacturer narrative:
There is no indication service was dispatched for this event. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for add'l reportable events.